Manufacturer narrative:
On (B)(6), 2020, mentor became aware that the correct date of explantation was (B)(6), 2020. Manufacturer¿s reference number: pc-(B)(4) this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. (B)(4).

Event description:
It was reported that a caucasian female patient, who underwent breast prosthesis implantation surgery with two 645cc mentor memorygel breast implants, suffered right breast cancer post-procedure. As a result, the patient underwent bilateral implant explantation on (B)(6) 2020. During the explantation surgery, the left breast implant was discovered to have ruptured. This medwatch form is for the right breast prosthesis.